Manufacturer narrative:
Correction to initial MDR field: (B)(4) should have been the only code. The initial MDR was sent in error, this is not a reportable event. Additional information was received that the device was working properly, the patient was reprogrammed and doing well.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was radiating down to leg and making the patient hard to walk.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was radiating down to leg and making the patient hard to walk.